Event description:
Additional information received that the implantable neurostimulator (ins) was replaced due to normal battery depletion. It was noted that the patient recovered without sequelae. No patient injury was reported.

Event description:
It was reported the patient had a low battery warning. The battery longevity was requested for a patient's implantable neurostimulator (ins). Longevity calculation was 2 years for this battery which was at 4.9 volts. It was noted this battery will be replaced. Longevity calculation for the other battery was 4.3 years and will not be replaced. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389-40, lot# j0206490v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot# j0206490v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.